Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 226 mg/dl. Reportedly, the customer changed the cartridge and infusion set prior to calling tandem technical support. Customer successfully resumed insulin delivery. No issue were identified with the cartridge or infusion set. Cause of the occlusion alarm was unknown.